Event description:
It was reported the programmer displayed a "serious programmer problem" message. The programmer and radiofrequency (rf) head were returned for repair. Both were analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the serious programmer problem message. It was noted that the overlay was broken, the power cord door was broken, the keyboard case hinges were broken, the keyboard slide cover was missing and the stylus was damaged. (B)(4): analysis found that the device failed telemetry testing due to the cable being out of electrical specification.